Event description:
It was reported that subsequent to the implant of a protegen sling, the patient was injured and damaged, and the device was removed. The device was not returned for evaluation.

Event description:
The pt reported experiened infections, swelling, pain, hematuria and continued incontinece. Pt also reported a hysterectomy was performed at the time of the implantation. Co's directions for use outline as potential complications: "infection..."